Event description:
It was reported that the patient experienced hyperactivity and mania, where he felt "really wound up." It was noted that the patient was on amantadine, sinemet and keppra, and it was unclear if the symptoms were from the stimulation or the drugs. The patient's psychiatrist prescribed him depakote, which he planned to start. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns with his therapy, and had an appointment scheduled for (B)(6).

Manufacturer narrative:
(B)(4). Lead model 3389s-40 lot# v825993 implanted: (B)(6) 2011 explanted: na; extension model 37085-40 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; programmer model 37642 serial# (B)(4).